Event description:
Patient reported obtaining back-to back blood glucose resuls of 56 mg/dl and 160 mg/dl, while using the suspect device. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Patient self-treated by drinking chocolate milk. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.